Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence to confirm the device charged and discharged on its own. The device operated as expected based on the log review. The device was applied to a patient and manually charged and discharged at 30j. It appears they were attempting to perform a 30j test when it was applied to a patient. It's noteworthy to mention the r series devices are intended to be used by trained personnel. They provide multiple visual and audible alarms to alert the user about the state of the device. By design, the user must always press the shock button to deliver energy. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately delivered 30j of energy to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.